Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient remained at home and continued to wear the lifevest. There is no information to suggest that the patient sustained a serious injury. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the date does not indicate any device malfunction related to the defibrillator event. Device manufacture date; monitor (B)(4) - reuse; electrode belt - sn (B)(4): 03/2009 -reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. It was reported that the patient was at home, conscious and was standing at the time of the event. After review of the downloaded data, it was confirmed that the patient received two inappropriate treatments at 19:11:02 and 19:11:33 on (B)(6) 2015. Multiple counting of tall t-waves contributed to the false detection. A review of the downloaded data confirms that the response buttons were pressed during a prior treatment sequence, but the response buttons were not pressed during the treatment sequence that resulted in the inappropriate defibrillation treatment. The patient remained at home and continued to wear the lifevest.